Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported she had recently been hospitalized unrelated to her dialysis. Per follow-up with the patient's peritoneal dialysis registered nurse (pdrn) the patient was hospitalized from (B)(6) 2016 due to low blood sugar levels, unrelated to the patient's peritoneal dialysis. The patient was a known diabetic; diagnosed with diabetes prior to pd initiation. Per the pdrn, the patient was not performing dialysis or connected to the fresenius liberty cycler at the time of hospitalization. The patient was discharged on (B)(6) 2016 and was able to resume continuous cycler-assisted peritoneal dialysis treatments using the cycler without further issue.

Manufacturer narrative:
Device was not replaced or returned to the plant for investigation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.